Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5 x 38 mm xience xpedition stent delivery system met resistance during removal from the coil during unpacking. When it was removed it was noted that the proximal shaft was separated in two parts. A new device had to be used to complete the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Return device analysis revealed that the xience xpedition stent delivery system (sds) was returned with blood in the balloon folds and guide wire lumen. Follow-up with account reported that the sds was advanced over the guide wire, but never entered the patient anatomy. No additional information was provided.